Event description:
Pt had an arterial line inserted on 1/4/94 in the right axilla with subsequent removal of 1/5/94. No untoward effects noted at the time. By 1/7/94 the right upper extremity showed evidence of compromise in circulation, resulting in urokinase therapy, a fasciotomy and subsequent heparin therapy. There is some permanent damage to the digits of the right hand.